Event description:
It was reported that the patient presented for follow up on a recently implanted system and intermittent far p wave oversensing was observed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.